Manufacturer narrative:
(B)(4) relates to (B)(4). Bscid# (B)(4) tw# (B)(4).

Event description:
It was reported that during an unspecified procedure of a severely calcified lesion, a section of the catheter fractured/separated during insertion. The catheter was removed and the procedure was completed with another of the same device. The patient status was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination found no irregularities or damage. Microscopic examination revealed a partial separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure of a severely calcified lesion, a section of the catheter fractured/separated during insertion. The catheter was removed and the procedure was completed with another of the same device. The patient status was listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure of a severely calcified lesion, a section of the catheter fractured/separated during insertion. The catheter was removed and the procedure was completed with another of the same device. The patient status was listed as good.